Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30405. It was reported the patient leads had migrated. X-rays confirmed the leads had migrated from t7 to t5. As a result, surgery occurred on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue.